Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female post cardiotomy cardiogenic shock/low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that an impella 5.5 was prepped and primed and inserted through the graft via the axillary graft, could not advance wirelessly. The device was removed and re-prepped. Wire and catheter advanced through the graft via fluoroscopy. The wire could not advance cross the aortic valve after multiple attempts and multiple wire and catheters utilized. The decision was made to abort and placed impella cp instead via left femoral artery. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition since aortic was innominate due lack of space on the aorta.